Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their cannula was bent once it was removed from the body. The patient's blood glucose level was in the low 60's mg/dl at the time of the call. The customer stated that some of the infusion sets were painful. The customer was assisted with the issue and was educated on the all the basal adjustments. The customer declined troubleshooting. The customer did not return the product back for analysis.